Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system to stop booting. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer has replaced the flexvision pc, hard disk and installed the software and application. After replacement of the flexvision pc, hard disk and installation of the software and application, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system did not startup at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the flexvision-pc. The device was returned to expected functionality.